Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 29 alarm or blank display noted during testing. Pump error 53 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error and an unexpected hardware reset occurred alarms. The customer stated they were trying to replace the battery when they got the alarm and were not able to clear the alarms, or complete the rewind process. The customer also reported a blank pump display that was resolved. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.